Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) was completed. The monitor was returned as routine maintenance and found to be fully functional. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the pulse reset.

Event description:
A retroactive review of past flag files in the lifevest network identified a monitor reset following a treatment on (B)(6) 2012. A (B)(6) year old male patient's spouse reported that the pt had been treated. The pt was reportedly in bed and could not find the response buttons in time to prevent the treatment. Review of the patient's downloaded data indicates that the lifevest deployed gel at 22:41:19 and subsequently delivered two appropriate treatments at approximately 22:42:16 and 23:42:20 during ventricular fibrillation. The lifevest monitor reset following the treatments. The response buttons were used to prevent further treatments from occurring. The pt visited his physician the following day for a regularly scheduled appointed to receive and ICD. There was no death associated with the defibrillation event.